Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: fired on bariatric procedure lap sleeve, reload fired but stopped halfway and had to retract the knife. Happened 3 times. Used the egia ultra universal handle to complete. Gore seamguard reinforcement was used. There was unanticipated tissue loss as a result of this problem. Surgical time was extended by more than 30 minutes due to the product problem without adverse affect on the patient.